Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath/dilator assembly and lid stock from a cl-07824 kit. Visual inspection was performed on the sheath/dilator assembly and no issues were observed. The outer diameter of the lower locking portion of the dilator hub and the inner diameter of the sheath valve cap were measured and found to be within specification. The dilator hub would lock into the sheath cap and required moderate force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation of the returned sample. The dilator hub would not fully snap into the sheath cap and required little force to be removed during functional testing. Visual, dimensional, and functional inspections were performed and no issues were observed. As no problem was found with the returned sample no additional action shall be taken at this time.

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was successfully completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was successfully completed.